Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing was noted during atrial arrhythmia episodes on presenting egm (electrogram) and stored egms. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having chest pain and went to the emergency room. An interrogation was done and it showed that there was chronically low p-wave amplitude measurements on the atrial lead and possible intermittent atrial undersensing causing false termination of arrhythmia. The atrial lead remains in use. No further patient complications have been reported as a result of this event.